Event description:
Upon aspiration of the sheath at the start of the procedure, air was continually being drawn back. A new sheath was exchanged and the issue resolved. The patient was stable throughout.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The visual inspection showed that the shaft was intact with no apparent issues. The reported issue was confirmed through testing. The insertion of a catheter through the sheath showed air ingress during aspiration. Dissection showed that the hemostatic valve was leaking, the valve was torn. A field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.